Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The date of the event is an approximation. On 10/11/2025, it was reported that the patient was in her dorm and was not receiving readings from her "receiver" or mobile device throughout the day. The patient uses insulet omnipod5 which would not have been in modified closed loop without egv. She performed a fingerstick (fs) test, which showed a blood glucose level of 450 mg/dl. She manually administered insulin and used ketone strips, which indicated high ketone levels. Due to this, she removed the sensor and went to the emergency room. At the emergency department (ed), she was given IV fluids but she doesn't know is the specific name of the fluids given to her. After some time, her ketone levels were rechecked and found to be normal. Her blood glucose was also tested, but she is unsure what the manual reading was. After 2-3 hours, she returned to her dorm. The patient was fine during the report. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.